Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncopal events, dizziness and syncope. It was further reported that the right ventricular (rv) lead exhibited intermittent failure to capture, fracture, over-sensing, noise and no pacing output. Reprogramming occurred. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.